Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) appeared to have provided therapy to treat supraventricular tachycardia. Anti-tachycardia pacing along with six shocks were delivered in which therapy was exhausted in the vt zone. Patient's rhythm had slowed on its own and the episode ended. No adverse patient effects were reported

Manufacturer narrative:
Technical services discussed programming options for troubleshooting. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.